Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing no delivery on the insulin pump. Customer resolved the issue with a complete set changed. Customer mentioned that her reservoirs were expired. The customer was advised to use supplies that are in date due to no delivery alarms could be contributed by the expired products. Customer's blood glucose was 291 mg/dl. No further information provided.